Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved bipolar dissector instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have the main tube broken. There were several pieces missing, measuring from 0.123¿ to 0.306¿ was not returned with the instrument. No cables or wires showed any signs of fraying or breakage. No insulation damage was found to the conductor wire. A continuity test was performed and the instrument passed. No functional test could be performed on an in-house system due to the condition of the instrument (could not fit through cannula). The root cause of broken instrument main tube is typically attributed mishandling/misuse.

Event description:
It was reported that during a training/demo of the da vinci system, when applying energy the curved bipolar dissector instrument stopped working. There was no report of patient involvement.